Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Cause was not known. Reportedly the customer lost consciousness and sustained an injury near their elbow that was bleeding due to bg level. Customers roommates assisted in standing the customer up and providing juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.